Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl; cause was unknown. Customer addressed bg level by ingesting juice, soda, and carbohydrates. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate reading.